Event description:
Health professional reported implantation of seri on (B)(6) 2014 during breast reduction surgery. Post implantation, the patient presented with "drainage from an old scar" on or about (B)(6) 2014. The healthcare professional diagnosed the event as an infection and noted that the seri was "non-incorporated." The patient required surgical intervention to resolve the drainage. The device is not available for return.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, drainage, and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required. Although device-relatedness has not been established.